Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy and it was reported that the hernia did not worsen with ongoing peritoneal dialysis therapy. Thirty-three days prior to the receipt of this report, the patient had a scheduled outpatient hernia repair procedure. Eight days after the outpatient hernia repair procedure, the patient was admitted to the hospital for an unrelated event. During the hospitalization for the unrelated event, the umbilical hernia ruptured and the patient required another surgical procedure. Dianeal therapy was ongoing. The hospitalization ended seventeen days prior to the initial receipt of this report. The patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced an umbilical hernia. Should additional relevant information become available, a supplemental report will be submitted.